Event description:
The customer indicated there was a discrepant result on one patient sample on an immulite 1000 analyzer, serial number (B)(4), when using immulite 1000 human chorionic gonadotropin (hcg) reagent lot 511. The discordant result was not reported to the physician(s). The sample was repeated on the same analyzer and the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) to report an immulite 1000 human chorionic gonadotropin (hcg) result for one patient that was discordant when compared to repeat testing on the same immulite 1000 analyzer. The expected results were based on historical data and clinical picture of the patient. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens filed the initital MDR on february 14, 2023. Additional information february 24, 2023: the customer reported a falsely elevated discordant patient result on the immulite 1000 hcg assay with kit lot 511. On (B)(6) 2023, a sample from a patient in early pregnancy resulted 622 iu/l on the immulite 1000 hcg assay. This result seemed high based on the patients prior hcg value. They decided to repeat the sample initially tested on (B)(6) 2023 (without being recentrifuged) and it resulted lower at 197 iu/l. The lower repeat result was aligned with clinical expectation. Hcg quality control results were acceptable on day of this event. Service was dispatched and a total service call was performed but no mechanical issues were noted. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on qc recovery being acceptable and no issues were reported with other patient samples tested. Based on the available information, the cause of the discordant result is consistent with a sample integrity issue. The customer is operational and has had no further discordant results. A potential product issue has not been identified. The immulite 1000 hcg kit lot 511 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6 the investigation findings and investigation conclusions codes were updated.